Manufacturer narrative:
The sodium electrode lot number is dud11, with an expiration date of 08-apr-2026. A review of the alarm trace data showed abnormal sample probe aspiration alarms, and sample short errors were also observed. The aspiration alarms are indicators of possible poor sample quality. The field service engineer (fse) determined that the flow path was dirty. He cleaned the flow path, sipper nozzle, vacuum nozzle, and sample probe and replaced the ion-selective electrode (ise) reagents. The engineer found that the affected patient sample had low sample volume and appeared as if the probe had punctured the gel. The sample also appeared icteric, with trace hemolysis. He verified the analyzer's performance with ise checks, precision testing, calibration, and controls. The customer did not report any other issues after the service. The investigation determined that the service actions resolved the issue.

Event description:
There was an allegation of questionable sodium electrode results from the cobas pro ise analytical unit for two patients. Patient 1's initial result was 150.9 mmol/l, and it repeated on a second analyzer as 139.6 mmol/l. Patient 2's initial result was 147.6 mmol/l, and it repeated on a second analyzer as 138.6 mmol/l. The doctor questioned the initial results as they did not agree with the history of the patients, and the samples were repeated. The repeat values were deemed correct as these more closely matched the history of the patients.